Event description:
It was reported that this left ventricular (lv) lead showed capture on the electrogram (egm) with lv pacing prior to right ventricular (rv) pacing and clear t-waves, however subsequent presenting egm's lv deflection was wide and extends after rv. There were no clear t-waves seen. There were concerns for loss of capture (loc). Technical services (ts) recommended to check the lv thresholds. The most recent thresholds were at 4.5v and the lv output was programmed at 5.5v. This lv lead remains in service. No adverse patient effects were reported.